Manufacturer narrative:
Cmp (B)(4). Implant year:(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 01520; 0001825034 - 2017 - 01522; 0001825034 - 2017 - 01523.

Event description:
It was reported the patient was revised approximately 5 years post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The reported event was unable to be confirmed. Device history records were unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised due to polyethylene wear. The liner was removed and a new liner was cemented in place. Attempts have been made and no further information is available at this time.